Event description:
The pump was received for service with report "pump turns on and off". The facility stated there was no report of patient injury. Information was not provided regarding whether or not the device was in use when the reported situation occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.